Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they could not get the insulin pump to stop buzzing. The insulin pump alarmed software error right after a battery change and they were unable to complete the infusion set change. There was a low battery alarm that was not cleared before changing the battery. The buttons were not responding and the insulin pump alarmed button error. The insulin pump was exposed to moisture from sweat. Customer's blood glucose level was 332 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected alarm error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify alarm due to buttons not responding. Pump received with cracked case at the display window corner, minor broken reservoir tube lip, minor scratched lcd window, cracked case, stained end cap sticker, cracked belt clip slot and cracked battery tube threads.